Manufacturer narrative:
Device is a combination product. A promus element mr ous 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were identified. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and the mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x16mm promus element drug-eluting stent was used in a procedure. However, it was noted that the tip of the stent struts was lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x16mm promus element drug-eluting stent was used in a procedure. However, it was noted that the tip of the stent struts was lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.